Event description:
Physician reported unknown side "intracapsular rupture" diagnosed by MRI and ultrasound. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, e1, g1

Event description:
Healthcare professional reported unknown side "intracapsular rupture" diagnosed by MRI and ultrasound. Device remains implanted.